Event description:
Mobi-c p&f us : revision due to mal position and pain. Patient had a 1-level mobi-c p&f us implanted 1 year prior to revision surgery. Noted a malposition-removed and convert to fusion. Level : c5/c6.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. From the information provided, from the annual survey, the patient started to notice a malposition of the implant a year after the surgery. According to the surgeon the device was loose and necessitated amedical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. According to the surgeon the issue is device related. The revision was treated with a fusion. The patient's condition is improving since. The review of the traceability & the review of the device history records were impossible because of the lack of device information. Many requests for infomation were done but not a single reply was received by the surgeon. No device number, reference or even the device size was given. The investigation found no evidence to indicate device issue. The root cause of the event remain undetermined if additional information was received that allow to draw a conclusion for this case another report will be sent .

Manufacturer narrative:
Not returned to manufacturer

Event description:
Mobi-c p&f us : revision due to mal position and pain. Patient had a 1-level mobi-c p&f us implanted 1 year prior to revision surgery. Noted a malposition-removed and convert to fusion. Level : c5/c6.